Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, failed total knee arthroplasty. Medial co-lateral ligament laxity cause tibial base loosening and joint instability.